Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had 42¿ circumferential incision but about 12¿ was dehiscing. It was stated that the patient¿s body was rejecting the suture.